Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. No pump error 23, pump error 25, pump error 68, and pump error 49 noted during testing. No battery of power anomalies noted during testing, however device history shows unexpected battery power loss for a duration of time due to corroded battery tube.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarm had multiple pump error alarm and it was completely off. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer notification light was stop flashing immediately and light never came up. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported that insulin pump had not been exposed to temperatures below 41°f. The device will be returned for analysis.